Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a connection issue occurred. It was reported that the sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss could not be determined. The reported event of a connection issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.